Event description:
The customer reported that the autopulse platform (sn (B)(6) displayed user advisory (ua) 12 (lifeband not present) error message that will not clear. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
The customer reported complaint that the autopulse platform (sn (B)(6) displayed user advisory (ua) 12 (lifeband not present) error message that will not clear was confirmed during the functional testing and based on the review of the archive data. The root cause of the reported complaint was that the switch lever was not parallel to the switch case. The archive data indicated ua12 messages, thus, confirming the customer's reported complaint. The autopulse platform failed initial functional testing due to ua12 displayed upon powering on, thus, confirming the customer's reported complaint. The lifeband clip detect switch inspection procedure was performed using a standard belt clip tool and confirmed that the switch lever was not parallel to the switch case. The switch lever was adjusted to be parallel to the switch case and the two screws holding the lifeband clip detect switch were torqued to spec. To address the ua12 message. Subsequently, the platform was tested using the medium zoll test fixture (mztf) until the battery was completely discharged, with no faults or errors detected and the platform functioned appropriately and performed as intended. Following service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final test without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with serial number sn (B)(6).